Manufacturer narrative:
The device was returned and analysed prior to notification of this event. The results of this analysis have been previously reported to the FDA. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead migrated to the superior vena cava (svc). The lead was repositioned and remained in use. The lead was subsequently explanted. No patient complications have been reported as a result of this event.